Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to the angle wires being stretched. In addition to foreign material in the nozzle due to insufficient cleaning, additional findings were as follows: the bending section cover had a scratch; adhesive on bending section cover had white-clouded area; due to clogging of nozzle, water removal ability did not meet the standard value; bending tube had a dent; light guide lens had a scratch; connecting tube had a dent, scratch, and wrinkle; switch 4 had wear; and the objective lens had a scratch. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to insufficient cleaning. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had an angulation malfunction. There was no patient harm associated with the event. The device was evaluated, and it was found that there was foreign material in the nozzle. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.